Manufacturer narrative:
A distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a display failure. There was no report of patient involvement.